Event description:
It was reported that the pump was explanted. It was noted that it was an ¿eri (elective replacement indicator) system.¿ if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed overinfusion of an undetermined root cause.

Manufacturer narrative:
(B)(4).